Event description:
On (B) (6) 2008, the patient was implanted with an scs system for bilateral leg pain. The patient informed the sales representative that after attending an amusement park the amplitude could no longer be increased. The clinical specialist met with the patient on (B) (6) 2010, and observed low to normal impedance on all contacts. The specialist tried re-programming the patient, to no avail. The specialist observed that it took an excessive amount of power to activate the right lead. An x-ray revealed that the leads were properly connected to the ipg, and that they had not migrated. The doctor will likely replace the patient's leads.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. And has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.